Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the keypad found on (B)(6) 2023. Pump received with unresponsive keypad. Unable to perform the displacement test and self test. Pump passed the leak test. Pump was cut open to perform visual inspection and found flattened keypad dome (creased). Unable to download history files and traces using thump due to unresponsive keypad. Pump passed the keypad voltage test. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, flattened dome (creased), keypad overlay texture damage. Keypad unresponsive confirmed due to flattened keypad dome. Alleged cosmetic damage at the keypad confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received from medtronic indicated the insulin pump had shattered keypad and keypad anomaly. Troubleshooting was performed and the customer was advised to discontinue the use of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.